Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the on/off switch on the suction unit was broken. It was not possible to create vacuum. There is no information whether a patient was connected to the anesthesia system at the time of the event. No patient harm was reported. Manufacturer's reference number: (B)(4).